Manufacturer narrative:
Device evaluation: no product or photos were returned; therefore, no device analysis could be completed. Without the return of the samples used a comprehensive failure investigation cannot be carried out, and a probable cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the lipid filter was leaking while connected to PICC line. This was not a laboratory device or laboratory test. Adverse patient effects are unknown.